Event description:
Customer reports being cut and exposed to quality control material while crushing direct check control vial. Customer reports using protective sleeve required to activate controls for use. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.